Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 19aug2016 in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported that the cartridge holder of his humapen ergo device could not be connected closely. He experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured may 2006). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. While it is unclear if the patient was using the ergo device at the time of the event, it is likely the patient used the device beyond its approved use life based on the amount of time elapsed since it was manufactured (2006). The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also states if any of the parts of your humapen ergo appear broken or damaged, do not use. There is evidence of improper use. The patient likely used the device beyond the approved use life. It is unclear if is this is relevant to the event of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included heart was not good (diabetes complication). Concomitant medications included acarbose for unknown indication. The patient received human insulin (rdna origin) injections (humulin r 100u/ml) cartridge, via reusable pen (humapen ergo teal clear) subcutaneously for treatment of diabetes mellitus beginning approximately in 2008 or 2009. Dose was not provided. The patient also received human insulin isophane suspension (rdna origin) (humulin nph 100u/ml) cartridge, via reusable pen (humapen ergo teal clear) subcutaneously for treatment of diabetes mellitus beginning approximately in 2008 or 2009. Dose was not provided. She also received an unspecified oral medicine to control his blood glucose; dosage regimen and start date were not provided. On an unspecified date, he stopped human insulin and human insulin isophane suspension (conflicting information also reported as ongoing) because its use was not convenient and changed to use an unspecified oral medicine to control blood glucose; and due to regulate blood glucose (possibly uncontrolled, no values, units or reference ranges were provided), he was hospitalized on (B)(6) 2016 and was discharged on (B)(6) 2016. Further hospitalization details were not provided. Information regarding corrective treatment was not provided. On (B)(6) 2016, the patient's nurse suggested that the humapen ergo humapen ergo teal clear was replaced because the connection site cartridge frame and pen body were loosen ((B)(4)/lot 0605a04). Outcome of the event was unknown. Human insulin and human insulin isophane suspension treatment were continued (conflicting information also reported as discontinued). Unspecified oral medicine status was unknown. The user of the humapen ergo teal clear and his/ her training status was not provided. The humapen ergo teal clear duration of use was of seven or eight years and the suspect humapen ergo teal clear duration of use was unknown. The device was not returned. The reporting consumer did not know if the event was related to human insulin, human insulin isophane suspension or not. Reporting consumer did not provide an assessment of relatedness between the event and the unspecified oral medicine or with humapen ergo teal clear. Update 21jul2016: upon review of this case, the case was opened to add the product complaint information to the case, and update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 04-aug-2016: information received from the rcp on 03-aug-2016: product complaint reference number was added to the narrative device was updated as humapen ergo teal clear. No adverse event information was received. Update 15-aug-2016: information received from local affiliate with pc number, which was processed previously. No more significant information provided. Update 19aug2016: additional information received on 19aug2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included heart was not good (diabetes complication). Concomitant medications included acarbose for unknown indication. The patient received human insulin (rdna origin) injections (humulin r 100u/ml) cartridge, via reusable pen (humapen ergo) subcutaneously for treatment of diabetes mellitus beginning approximately in 2008 or 2009. Dose was not provided. The patient also received human insulin isophane suspension (rdna origin) (humulin nph 100u/ml) cartridge, via reusable pen (humapen ergo) subcutaneously for treatment of diabetes mellitus beginning approximately in 2008 or 2009. Dose was not provided. She also received an unspecified oral medicine to control his blood glucose; dosage regimen and start date were not provided. On an unspecified date, he stopped human insulin and human insulin isophane suspension (conflicting information also reported as ongoing) because its use was not convenient and changed to use an unspecified oral medicine to control blood glucose; and due to regulate blood glucose (possibly uncontrolled, no values, units or reference ranges were provided), he was hospitalized on (B)(6) 2016 and was discharged on (B)(6) 2016. Further hospitalization details were not provided. Information regarding corrective treatment was not provided. On (B)(6) 2016, the patient's nurse suggested that the humapen ergo be replaced because the connection site cartridge frame and pen body were loosen (product complaint pending/lot 0605a04). Outcome of the event was unknown. Human insulin and human insulin isophane suspension treatment were continued (conflicting information also reported as discontinued). Unspecified oral medicine status was unknown. The user of the humapen ergo and his/ her training status was not provided. The humapen ergo duration of use was of seven or eight years and the suspect humapen ergo duration of use was unknown. The action taken with the suspect humapen ergo was not provided and if returned an evaluation would be performed. The reporting consumer did not know if the event was related to human insulin, human insulin isophane suspension or not. Reporting consumer did not provide an assessment of relatedness between the event and the unspecified oral medicine or with humapen ergo. Update 21jul2016: upon review of this case, the case was opened to add the product complaint information to the case, and update the medwatch and european and canadian required device reporting elements for regulatory reporting.